Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode and intra-operative complication cannot be determined. Isi has requested the vse instrument used during this event to be returned for failure analysis investigations. However, as of the date of this report, the instrument has not yet been received. A follow-up MDR will be submitted if additional information is obtained. The vse instrument logs were reviewed by an isi failure analysis engineer (fse): the fse noted that it seems like the instrument was only used for about 3-4 minutes and there are no errors in the logs. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted right hemicolectomy procedure, a vessel bled after being sealed and cut by the vse instrument. The procedure was converted to open surgery to control the bleeding. The cause of the customer reported failure mode and intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure the surgeon was using a vessel sealer extend (vse) instrument when bleeding occurred. The procedure was converted to open surgery to control the bleeding. Intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the bleeding was coming ¿from the ileocolic vein during sealing.¿ the surgeon said they do not recall the size of the ileocolic vein during this event, but added that they typically use the vse instrument on the ileocolic pedicle. The surgeon could not get a visual on the bleeding source but said it was near the superior mesenteric vein and artery (sma and smv) so the surgical staff elected to convert the procedure to open surgery. The surgeon said there was about 100ml of blood loss due to this event and no transfusions were administered. The patient reportedly did not experience any further adverse outcomes. The surgeon said he did not know if the vse instrument insufficiently sealed the tissue that bled during this event and is unaware of if the vse instrument used during this procedure could be returned.

Manufacturer narrative:
The field action number that was provided in the initial MDR was incorrect. Isicapa2022-01-c was provided rather than the correct number isifa2022-01-c.

Event description:
Refer to h10/h11 for follow-up information.